Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 around 5:30 am. The patient was reported to be in a hosp ICU wearing the lifevest at the time of the event. Per the patient flag and ECG data, between 12:18:24 and 12:19:59 am on (B)(6) 2015 asystole was detected three times. The ECG showed that the patient was in severe bradycardia at 10-20 bpm. Between 12:20:31 and 12:23:47 am two arrhythmias were detected, the ECG showed bradycardia at 12 bpm with CPR artifact. The patient received two inappropriate defibrillation shocks at 12:27:29 and 12:27:57 am. Multiple counting of a small cardiac signal contributed to the false detections. The rhythm at the time of both treatments was bradycardia. The patient's post shock rhythm for both treatments remained bradycardia. The response buttons were not pressed during the entire event. The device was shut down at 01:35:34 am. The patient passed away that day.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) is complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - 02/2012, electrode belt sn (B)(4) - 05/2011.